Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No delivery anomaly noted during testing. The insulin pump functioned properly. Motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the piston was not moving. The customer's blood glucose was 207 mg/dl at the time of incident. The customer's blood glucose was 403 mg/dl at the time of call. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.